Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was jammed and unable to pull medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a pocket failure. A field service engineer found that auxiliary legacy half-height drawer 3.2 pocket b1 failed to release due to medication foil jamming the pocket lid, had the customer come to the station to unload the medications, replaced the pocket with a new one, reloaded the medications into the new pocket, and checked for missing or damaged slide bumpers, replacing the slide bumpers in main drawers 5 and 6 and auxiliary drawer 3.2. Pocket b1 failed to release due to medication foil jamming the pocket lid. The system functioned as intended after the customer repaired the device.